Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2023-00003 initial report on 2023-01-06. Additional information - 2023-03-06: siemens concluded investigation for an outside the united states (ous) customer observation of an elevated atellica im high-sensitivity troponin I (tnih) result on one female patient serum sample that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible. The atellica im initial result was 70.127 ng/ l (99th% female serum = 38.64 ng/l) and the repeat results (in duplicate) were 65.336 ng/l and 65.345 ng/l. This indicates a sample/patient specific incident. No sample was available to be sent to siemens for further investigation (i.e., for any sample interferents that could have caused the elevated result). The atellica im tnih method is a high sensitivity troponin I method compared to the alternate method, which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate method will have similar results. The clinical performance section of the atellica im tnih instructions for use (IFU) states, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." The interpretation of results section of the atellica im tnih IFU states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the investigation, no product performance issue was identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.

Event description:
The customer obtained an elevated atellica im 1300 high-sensitivity troponin I (tnih), lot: 074, result on a serum sample from a female patient. The result was greater than the 99th percentile (45 pg/ml (ng/l)), as listed in the assay instructions for use. The result was reported and questioned by the physician. The same sample was retested on the same day. Retest results were lower than the initial result but still greater than the 99th percentile. Alternate method testing was performed, and the result was below the reference interval for the method (0.02 - 0.04 ug/l). There are no allegations of patient intervention or adverse health consequences due to the elevated tnih results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im high-sensitivity troponin I (tnih), lot: 074, results that were considered discordant compared to the lower result obtained with an alternate method. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.